Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak.

Event description:
On (B)(6) 2013, this patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® endoprostheses. The patient tolerated the procedure. On (B)(6) 2021, follow-up computed tomography determined a proximal type I endoleak. On (B)(6) 2021, this patient underwent reintervention for the proximal type I endoleak and the left renal artery was stented with a gore® viabahn® vbx balloon expandable endoprosthesis using a snorkel technique, and three gore® excluder® conformable aortic extender components were implanted proximally to exclude coverage. The right renal artery was intentionally covered. The patient tolerated the procedure and the endoleak was resolved.

Manufacturer narrative:
H6: added code.